Manufacturer narrative:
Information from the customer site indicates that a retest of the original sample did not reproduce the initially generated (falsely) elevated result. Retesting of the samples generated the expected (lower) result. Accuracy testing was performed in-house with retained reagents of lot 20278m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.

Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient sample. Previous results for this same patient have always been negative. The current sample was retested and generated a negative result. The following was provided by the customer: initial result of 57.34 u/ml; retest results of 7.40 and 10.32 u/ml. Controls were within specifications. No suspect results were reported from the lab with no impact to patient management reported. There were no issues with any other patient samples.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).